Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the something was loose or extra vibration within the insulin pump that was not normal. Battery change within 6 days and rejected battery multiple times. Insulin pump did vibrate when it alarms a certain alarm. No harm requiring medical intervention was reported. The customer declined troubleshooting. The insulin pump will not be returned for analysis.